Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received and a longitudinal tear was observed 2 centimeters proximally from the distal tip and 12 millimeters long distally. Visual and microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 8468572 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the tear could not be determined.

Event description:
It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured. According to the customer, "the balloon rupture occurred at 16 atm post dilatation. The driver 4.0-24 was implanted before the incident." Follow up information received indicated, "the balloon rupture occurred at the first inflation after implantation of a driver stent at [right coronary artery] rca proximal." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."